Event description:
It was reported during a surgery procedure, the distal drilling of the target device went astray. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.